Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip to support the weight of the circuit and prevent the cannula being dislodged. Method: one complaint cannula was returned and was visually inspected. Results: the cannula was stretched and pulled apart in the centre portion of the tubing. The customer informed us that tubing was being ripped because the tubing clip was "incorrectly used" or because the clip was "popping off" when the patient was restless and moving about in bed. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt942 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety. A fisher & paykel healthcare clinical educator is working with the hospital to set up further training sessions in the use of the cannula.

Event description:
A hospital in (B)(6) reported that some opt944 nasal cannulae had unravelled and in two cases had resulted in patient desaturation. There was no further patient consequence.